Manufacturer narrative:
Our field engineer went to the site and found screws loose. He applied loctite and tighten the screws. The unit is now working as intended.

Event description:
Originally on (B)(6) 2016 reported as a shaking c-arm. Upon further investigation it was reported on (B)(6) 2016 that 5 of the 6 tube arm screws were unscrewed. Also 16 screws from the inside rails had come almost entirely unscrewed. There was no injury.